Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a faulty reservoir. The mother stated that she felt the infusion sets were defective because her son was getting high blood glucose readings. The customer stated that when connected to the vial, he is getting air bubbles. The customer was advised that the vial may be over pressurized. The customer was advised how to equalize pressure. The customer was advised to the web resource. The customer will be sent replacement sets.